Event description:
It was reported that during a laparoscopic gastric bypass procedure, while transecting the jejunum with the device with a white load - the jejunum was transected but not stapled. Both the distal and proximal staple line was not formed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were any staples present at all?yes. Were any malformed staples present after the firing?yes. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What other color cartridges were used before and after this event?non before, 3 more whites after. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip?no. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?yes. Was there any difficulty removing the device from the tissue? No. The analysis found that one device was returned in good visual condition and with four cartridge reloads present. The reloads were received fully fired and in good visual condition. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition a surgical photograph was received. Based on the photographic evidence it cannot be determined as to what may have occurred with any reasonable confidence.